Event description:
It was reported that the pt attempted to remove the stimucath at the end of their therapy. Upon encountering resistance, they presented at the hospital and the physician successfully removed the catheter. The spring wire guide (swg) seemed to uncoil approx 2 1/2 cm after the tip. The catheter was removed intact. There was no delay in treatment, no pt death and no pt complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.